Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced extreme fatigue, dry mouth, and frequent urination. The cgm reading at that time was 45 mg/dl, and the patient drank a lot of water. Unable to perform a fingerstick test, the patient was brought to the hospital by his wife, arriving at 9:30 am. A fingerstick test was conducted at the hospital, but the patient, confused at the time, did not remember the blood glucose reading. The patient suspected they were experiencing diabetic ketoacidosis. No specific treatment was reported, but the patient was discharged the following day (B)(6) 2025 at 2:30 am. At the time of this report, the patient is feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.